Event description:
Date of events approximate. Reported by 3 different nurses in 3 different events that instead of the needle retracting following injection as intended, the needles detached from the syringe and remained in the patient's skin and required the rn to manually remove the needle. Reference report: mw5158656, mw5158658.